Event description:
Revision surgery - revised femoral component and implanted new vvc poly unknown reason.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2020-00015; 243-02-107, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.